Event description:
International customer reports that the pt had a reaction to the suture following a surgical procedure. The dr observed the suture being rejected at the bottom of the wound and removed it.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible prods: lot xk8jsmp0, mfg: 09/01/2006, exp: 09/31/2011. Lot xl8gpzp0, mfg: 10/01/2006, exp: 10/31/2011.